Manufacturer narrative:
The reported issue would incorporate an unavailability or shut-down of automatic ventilation. The user reportedly was alerted by a corresponding vent fail alarm which would be the expected device behavior in such error condition. Manual ventilation would be possible in this state and the monitoring functions would remain unaffected as well. The dispatched fse could not identify any nonconformity in follow-up of the event. The device underwent the full scope of tests, was found fully compliant to specifications and is back in use since then without exhibiting malfunctions again. The log file analysis made by the manufacturer revealed that the device was not in use on a patient during the reported date of event. It was switched-on and the power-on self test was run. The self-test determined a missing gas supply which is not a device-related issue. This is the only log entry for that specific date and can't be put in causal connection to the reported ventilator shut-down. On the base of available information the event can neither be confirmed nor denied and, a reliable explanation for the user's experience can't be found due to conflicting details. Reportedly, no consequences to the patient have occurred.

Event description:
It was reported that during a case, automatic ventilation would not work and the machine alarmed for 'vent fail'. The machine was swapped out and there was no patient injury reported.